Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's sensor board will be replaced to address the issue.

Manufacturer narrative:
The device was evaluated but not yet repaired.